Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, cracked reservoir tube, cracked reservoir tube window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 300 mg/dl, which they attempted to treat with the insulin pump. The discontinuation of the device was advised. Nothing further was reported.